Event description:
On 07/jun/2024 a peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support and stated that this pd patient¿s daughter attempted to remove the cassette from the liberty select cycler and was unable to do so using proper process. The cassette was stuck causing the patient to not be able to dialyze with the cycler. The patient was hospitalized due to not being able to dialyze. A replacement liberty select cycler was issued for overnight delivery. Additional details were obtained through follow-up with the pdrn. The patient was admitted to the hospital on (B)(6) 2024 and dialyzed during the hospitalization. The patient was discharged on (B)(6) 2024 with the expectation of receiving the replacement liberty select cycler on that date. There was no adverse event reported as a result of the patient not being able to dialyze. No fluid overload was reported.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal and causal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of hospitalization due to not being able to dialyze because of a stuck cassette in the cycler. Although there was no adverse event as a result of the stuck cassette, the patient required hospitalization to complete dialysis for two days while awaiting the replacement cycler. The patient did not have manual supplies available. Based on the available information, the liberty select cycler cannot be excluded as the cause of the patient¿s hospitalization.

Event description:
On (B)(6) 2024 a peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support and stated that this pd patient¿s daughter attempted to remove the cassette from the liberty select cycler and was unable to do so using proper process. The cassette was stuck causing the patient to not be able to dialyze with the cycler. The patient was hospitalized due to not being able to dialyze. A replacement liberty select cycler was issued for overnight delivery. Additional details were obtained through follow-up with the pdrn. The patient was admitted to the hospital on (B)(6) 2024 and dialyzed during the hospitalization. The patient was discharged on (B)(6) 2024 with the expectation of receiving the replacement liberty select cycler on that date. There was no adverse event reported as a result of the patient not being able to dialyze. No fluid overload was reported.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: an exterior visual inspection of the returned cycler showed no sign of physical damage. A pre-accelerated stress test (ast) 15 minute 1000 ml simulated treatment was performed and completed without any failures or problems. The pump door test passed. The door switch functional check passed. The safety clamp functionality check passed. The valve actuation test passed. The system air leak test passed. An internal visual inspection of the returned cycler encountered no discrepancies. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.